Event description:
A customer contacted stryker to report a non-critical issue with their device. Upon inspection, product assessment center (pac) technician reported that the device does not provide defibrillation energy. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the device was able to verify the reported issue. The cause of the reported issue was isolated to red energy capacitor wire that was disconnected from the j17 spade connector. The customer's device was archived by stryker. The customer received a replacement device.